Manufacturer narrative:
The issue reported was that during a patient tomo scan of the feet using the megp (medium energy general purpose) collimators, detector 2 collided with the underside of the table. When the operator cleared the collision using the wireless hand controller, the radius out button was pressed, however the gantry rotated instead. The incorrect system motion was halted when the operator pressed an e-stop (emergency stop). The system was in clinical use when this occurred. There was no reported system contact with the patient and no harm. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse replaced the gantry pc and canbus (controller area network) card. The fse performed replacement of the gantry pc and the can board. The issue has not recurred. Philips engineering reviewed log file information which confirmed the reported continued motion issue with wireless hand controller. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate e-stop in case of any unexpected motion. The probable cause was a communication issue between the wireless hand controller and the system. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the customer was doing a feet exam in tomo with medium energy general purpose (megp) collimators. The head 2 was under the table which hit to create a collision error and halted all system motion. The tech cleared the collision and wanted to get the detector away (radius out)but the gantry rotate instead. Emergency stop button was pressed by the tech. The table top was stopped between the 2 detectors. Information provided has determined that this issue is related to uncommanded motion of the gantry of the wireless hand controller and virtual hand controller. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the customer was doing a feet exam in tomo with medium energy general purpose (megp) collimators. The head 2 was under the table which hit to create a collision error and halted all system motion. The tech cleared the collision and wanted to get the detector away (radius out)but the gantry rotate instead. Emergency stop button was pressed by the tech. The table top was stopped between the 2 detectors. Information provided has determined that this issue is related to uncommanded motion of the gantry of the wireless hand controller and virtual hand controller. Therefore, this issue has been determined to be a reportable event.